Event description:
It was reported by service report that the head right siderail would not latch in the upright position. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
Result: head right siderail would not latch in the upright position.